Event description:
Additional information was received that the issue occurred after a cardiopulmonary bypass (cpb) procedure when the suckers were still on. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not verifiable. The unit was not returned to the manufacturer for further evaluation as the device was at its end of service life. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the roller pump displayed an "f5 code" message. The pump was rebooted, and the issue was resolved. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.